Manufacturer narrative:
Concomitant medical products: product ID: 306001, product type: screening device. Other relevant device(s) are: product ID: 306001. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a trial patient who was using an external neurostimulator (ens) for urgency frequency. It was reported that (B)(6) stated that her mother's leads have moved or become dislodged. No symptoms reported.